Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #: (B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2014 and removed on (B)(6) 2020 due to malfunction. A titan touch pump, two cylinders, and a reservoir were received for evaluation in formalin. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2014 and revised on (B)(6) 2020 due to malfunction. Information received indicated the device was removed. Attempts to obtain additional information were unsuccessful. It was not known if the explanted device was replaced. The device was received for evaluation in formalin. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. Device was received, and the condition of the device received indicated that the device was received in formalin. According to instruction noted on vv-0199255 v3.0 and vv-0198519 v5.0, devices are not to be stored in formalin or other aldehyde-containing antiseptics, disinfectants or antimicrobials. Devices received in prohibited substances will not be evaluated by coloplast due to safety concerns. Therefore, this device receipt has been logged as received, but the device has been discarded and testing will not be performed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction of penile prosthesis. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.